Event description:
A pt was placed under general anesthesia for an implant procedure. Prior to implanting, it was discovered that the pump received was mislabeled as a 40 ml reservoir pump, when it was actually a 20 ml reservoir pump. The physician/reporter verified the model and calibration constant, and it was clear that the package was labeled incorrectly. The implant procedure had to be stopped (pump was not implanted), and a new implant date was uncertain because of private circumstances of the pt. It was noted that their was no pt injury associated with the event.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.